Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display or unexpected low battery alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer inserted new battery but still display did not returned. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.